Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was to be used during a rfa (radiofrequency ablation) procedure. According to the complainant, while preparing for the ablation, the generator was powered on, but an error (h07) occurred and was not able to be cleared. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The condition of the returned incident device was consistent with the complaint that a generator error (h07) occurred. During the evaluation, an open fuse f3 and faulty solder joints were identified, which likely contributed to the event. The most probable root cause, considering age and usage of the device, is wear and tear. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number. (B)(4).

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was to be used during a rfa (radiofrequency ablation) procedure. According to the complainant, while preparing for the ablation, the generator was powered on, but an error (h07) occurred and was not able to be cleared. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.